Event description:
Information received by medtronic stated that the keypad of insulin pump was defective. No harm was required during medical intervention. The devise was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11d. Retainer ring = black. Customer returned pump for an alleged stuck button alarm and cosmetic damage located at the keypad found on (B)(6) 2022. The insulin pump passed the displacement test and self-test. Pump failed keypad voltage test from the return, left, and down buttons due to moisture damage. No stuck key button alarm was noted during testing. Successfully downloaded history files and traces using thus. No stuck key button alarm was found on or near the event date in the history files. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay stuck button alarm did not occur during testing and was not found in the history file. Stuck button alarm not confirmed. Cosmetic damage confirmed at the keypad. Pump failed keypad voltage test due to moisture damage. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.